Event description:
It was reported to vyaire medical that the vela ventilator has no pressure. Furthermore there is no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) . H10: a vyaire fsr (field service representative) performed a work order under (B)(6) . The poppet valve was missing in which the fsr replaced the valve. Fsr then performed verification testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.